Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The pt was taken to the hosp and was placed in the ICU. The pt continues to wear the lifevest. Device eval of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. As rec'd, the monitor and electrode belt were functional and able to detect the treat a pt. Device mfg date: monitor sn (B)(4) - 04/2014 (initial use); electrode belt sn (B)(4) - 01/2012 (reuse). Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4).

Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. Zoll customer support contacted a (B)(6) male pt on (B)(6) 2015 about a treatment event on (B)(6) 2015 that appeared from a data download. The pt reported that he was not feeling well at the time of the event. The pt reported that he was at home with his girlfriend when the alarms started. The pt called 911 and got in the car to meet the ambulance on the way. The pt reported pressing the response buttons until they met the ambulance. The pt reported passing out as ems placed him on the gurney, and the lifevest (lv) treated him. The pt reported that the lv continued to alarm the rest of the way to the hosp. Ems advised the pt to allow the lv to treat him. The pt continued to intermittently press the response buttons because he remembered a zoll rep telling him that he as long as he is able to press the response buttons he should continue to do so. The pt remembered being treated about three more times. The pt was taken to the hosp. Review of the pt's flags and ECG strips indicate the lv detected an arrhythmia at 15:29:04. The pt's ECG strips show supraventricular tachycardia (svt). The lv treated the pt six times between 15:32:01 and 15:41:40. The rhythm at the time of each defibrillation was svt. The post-shock rhythm of each defibrillation was svt. The svt rate contributed to the false detection. The response buttons were pressed intermittently during the entire event. The pt was taken to the hosp and was placed in the ICU. Th pt continued to wear the lv.